Event description:
I had bilateral mastectomies with reconstruction with silicone implants (B)(6) 2014. I had early stage intra-ductal type 0 right breast cancer in 2003 treated with lumpectomy and 33 radiation treatments. I intermittently experienced bloody nipple discharge from the right breast and had a number of biopsies and polypectomy. A scan in 2013 showed another blockage in a milk duct and my oncologist highly encouraged me to have a mastectomy. I had a left sided prophylactic mastectomy in addition to the right side. About 6 months or less post reconstruction, I went to my plastic surgeon complaining of pain, burning, chest pressure and inability to move my arms freely. My health was suffering as I was diagnosed with irritable bowel syndrome and interstitial cystitis. I developed extremely painful neuropathies in my hands and feet for which I take gabapentin. I lost 35 lbs and couldn't tolerate the weight of the breast implants tugging on my back. I had a lump appear at the top of the right breast implant. No one but the plastic surgeon could determine what it was. Back to surgery (B)(6) 2016 for removal of a benign cyst and bilateral implant size reduction. The plastic surgeon told me there had been leakage from the right implant. I had sloughing of tissue in the lower right breast due to lack of blood supply from radiation. A latissimus dorsi flap procedure was done to provide viable breast tissue. Within 2 months postop, I experienced the same burning in my chest, pressure, inability to fill my lungs and move my arms freely. I've returned to the plastic surgeon complaining of symptoms and he told me he hasn't heard similar complaints. My irritable bowel syndrome (ibs) worsened and I developed sibo (small intestinal bacterial overgrowth) in 2017. I have candida overgrowth as well as anxiety, depression, and insomnia. I went to the (B)(6) clinic in mn. I went back to my gi dr. I found a new urogynecologist. I have sunk thousands of dollars into medical care. I developed brain fog, had uncontrollable diarrhea up to 20 times / day, bladder and bowel pain you wouldn't believe, repeated bladder infections. I wanted to keep working but at age (B)(6), I was granted a (B)(6). I thought I would improve but now I am (B)(6) and feel worse than ever. No one else in my family has these autoimmune issues. I'm the only one with breast implants. My weight dropped from (B)(6) to (B)(6) last year. I can eat about 10 foods but 4 of those feed candida and make that problem worse. I am a registered nurse with a highly varied background. There is a high likelihood, in my regard, that the silicone implants are contributing to my chronic illnesses. I have gotten some help but as mentioned, continue to get worse. My hope is to get healthy and strong enough to withstand explantation of the breast implants. I feel I would die if I attempted to have surgery anytime in the near future. There is no guarantee that I will improve however.